Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an emergent thoracotomy due to massive hemoptysis from a chronically obstructed accessory bronchus to the right upper lung originating from the trachea, at the last firing, the blade cut the tissue but the staples did not maintain hemostasis. Brisk dark-colored venous bleeding was noted. The bleeding could not be controlled. Massive transfusion protocol was called. Packing and angioembolization were attempted unsuccessfully. The patient remained hypercarbic. Re-exploration of the chest and decompression were attempted without improvement. Subsequently, the patient became hypotensive and did not respond to pressors. The patient became severely bradycardic and the pulses were lost. Cardiopulmonary resuscitation (CPR) was initiated but the patient remained asystolic. After 20 minutes, the patient was pronounced dead by the surgical team.

Manufacturer narrative:
Additional information: age or date of birth, weight, date rec¿d by MFR. If information is provided in the future, a supplemental report will be issued.